Event description:
It was reported that during a breast biopsy, the device was unable to obtain suction leading to no saline drained or tissue obtained. The procedure was stopped and there was no reported patient injury. The patient was rescheduled.

Manufacturer narrative:
The lot history review could not be performed as the lot number was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed ot the event.